Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/batter double trigger handpiece did not work. The battery was changed, however there was no reaction from the machine. There was no pt harm; however there was a delay of approximately 10 minutes. The procedure was completed with an alternate device.